Event description:
It has been reported that a versacross connect access solution was selected for use for a watchman procedure. A perforation and pericardial effusion (pe) were noted, and the procedure was cancelled. During the procedure, a normal and successful transseptal crossing was initially performed using the versacross rf wire (also used as the guidewire). As the physician was flossing the septum with the versacross dilator, the watchman fxd double curve sheath began to slip back out of the left atrium (la). When tried to re-advance the device across the septum, the entire system suddenly jumped through, and despite having the pigtail shape on the versacross rf wire, the versacross dilator tip still punctured the appendage. Immediately after this, the physician began looking for an effusion, and an effusion was noted on the appendage. Pericardiocentesis was then performed to drain the effusion, desmopressin was given, and the patient was taken to the operating room to have their appendage clipped. Patient has been safely discharged on (B)(6) 2024. The colour of the effusion fluid was noted to be more of a dull red. The device is not expected to be returned for analysis. Prior to the procedure, no pe was noted. The patient was not on warfarin at the time, but they were on antiplatelet drugs (plavix). The left atrial appendage (laa) was ligated during the surgical intervention. No issue with patient's anatomy was noted. No other issue with versacross devices were reported. Rf energy was only applied once and the versacross rf wire was confirmed to be protruding from the dilator prior to crossing. In the physician's opinion, there is no reason to believe the versacross rf wire or dilator malfunctioned during the procedure, nor did the versacross rf wire contribute to the adverse event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.